Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Visual inspection found the unit in good condition. The unit was installed on an in-house system and at startup there was no power. System error code #297 and 48238 were generated. The ac fuse were inspected and one fuse was found to be blown out. System error code # 297 is appears when the system detect that an electronic component was reporting an incorrect configuration and system error code # 48238 appears when communications with the illuminator has been lost. Upon determining this condition, the system records the fault and transitions to a safe state. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair procedure, the light source went out and would not work. The site contacted intuitive surgical, inc. (Isi) technical support for assistance and a review of the site's system logs by the isi technical support engineer (tse) found that system error code # 48238 was generated and was associated with the illuminator. The tse instructed the customer to check the illuminator's power switch and cables and the customer confirmed there was no light coming from the illuminator and the unit's fans were not working. The surgeon made the decision to complete the planned surgical procedure using a third party illuminator. There was no report of any patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and confirmed the customer reported failure. The fse replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Additional failure analysis of the returned affected illuminator was performed. Failure analysis investigations also found that auxiliary board in the power supply failed during testing. Both of the units fuses and power supply will be replaced to repair the unit.